Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The small grasping retractor instrument was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp one was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during central processing, broken cable was found on the small grasping retractor. There was no report of patient involvement.